Event description:
I went in for an intense pulse light treatment and came away with first degree burns on 95% of my face. Something was done incorrectly or the machine is not calibrated properly or the tech made an error. I do not know the brand of the device only the.... (B)(6) 2013. (B)(6).